Event description:
It was reported that the battery was replaced and an adapter was added on 15-feb-2013. The impedances on greater than 10,000 ohms and greater than 40,000 ohms on electrode 4-7 regardless of which port the adaptor was used. Different equipment was used and the impedances were still "bad". The doctor decided to implant the stimulator with the second adapter and see what stimulation was obtained. "Good coverage" of the area of pain was obtained using electrodes 0-3 in the recovery room. No further information was provided.

Manufacturer narrative:
Analysis of the adaptor found no anomalies. The returned adapter was tested with a known good screening cable, two extensions and two leads. The screening cable was connected to an external neurostimulator (ens), while the lead distal ends were placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported that the patient was seen for a battery level check on (B)(6) 2012 and impedances were found to be greater than 4000 ohms on electrodes 0-3. The reporter stated that the implantable neurostimulator (ins) battery voltage was at 2.08v with end-of-life (eol) indicated. After the patient was seen, his ins died again. The patient was seen by his healthcare provider (hcp) in a follow-up appointment on (B)(6) 2013. Review of programming printout on that day revealed that the patient was also reprogrammed on (B)(6) 2012, at which point the battery voltage was low, at 2.17v. No impedances were checked on that date. However, electrodes 0-3 were in use with perfect coverage of the patient's pain area. The reporter stated that the patient was having an x-ray taken to see if there was an obvious break in the system. The patient was going to be referred to a surgeon for a possible lead or extension revision an d a battery change. There were no patient symptoms or injuries related to the event.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), product type programmer; patient product ID 3998, lot j0417753v, implanted: (B)(6) 2004, product type lead. (B)(4).